Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The central processing unit and related software were replaced. The unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit had the system restart error. There was no report of patient involvement.